Event description:
The user's hearing performance with the device is affected. At the end of july the user was play fighting with their brother and the user fell banging their head on a stone. Immediately after they could no longer hear with the device. Re-implantation is considered, but no date has ben scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled so far.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance with the device is affected. At the end of july the user was play fighting with her brother and the user fell banging her head on a stone. Immediately after she could no longer hear with the device. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. At the end of july the user was play fighting with their brother and the user fell banging their head on a stone. Immediately after they could no longer hear with the device. Prior to this event the user could hear well with the device.